Event description:
It was reported that the customer's insulin pump delivers too much insulin. The customer sated that his blood glucose was between 30 and 50mg/dl. It was stated that the customer disconnected from the device and removed the battery. Then he reinserted the battery and the time was incorrect, but the day was okay. The customer had mental confusion, shaking, and sweating. The status screen and reservoir had the same amount of insulin. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to alarm.